Manufacturer narrative:
The customer¿s report of set separated below the drip chamber and leaked was confirmed. Visual inspection of the set noted the tubing was completely separated from the drip chamber. No other anomalies were observed functional testing was deemed unnecessary due to separation. Examination under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed on the inner diameter and the tubing measured to be within specification(s). The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the affected engagement due to equipment and/ or operator error.

Event description:
The customer reported that the IV line separated just below the drip chamber and leaked during a benadryl 50mg infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV line separated just below the drip chamber and leaked. There was no harm.